Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his under the right, back, and front electrode. The area was described as a red, bumpy, irritation with broken skin. The patient reported she is allergic to nickel. The patient's dermatologist prescribed a cream to ease her allergic reaction. During a follow-up, the patient indicated that the irritation had improved.